Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported clog issue and uncovered the cause was due to foreign debris blocking the channel. This observation was due to insufficient or incorrect reprocessing of the scope. Additionally, it was observed that the insertion tube was deformed due to physical handling. It was observed that the angle wire was stretched and the adhesive on the bending rubber was worn. Lastly, it was observed that the adhesive around the light guide lens and objective lens was partially missing and showed wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera lll gastrointestinal videoscope had a clogged channel. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water (aw) nozzle of the equipment was clogged with a solid black foreign matter. There was no physical damage where foreign matter remained. Olympus will continue to monitor field performance for this device.